Event description:
Vent was reading disc/sense. Vent not giving breaths. Removed patient from vent and ventilated patient via bag/mask valve. Switched out circuit and vent still wasn't functioning properly. No allegations of patient harm. Unit on ac power all the time.